Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the burn was caused by a high-energy endo-therapy accessory such as laser, high frequency, used without sufficient distance from the distal end of the scope. However, a definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: instructions for cf-q150l operation manual chapter 3, ¿preparation and inspection.¿ section 3.2, ¿inspection of the endoscope.¿ instructions for cf-q150l operation manual chapter 4, ¿operation¿ section 4.2, ¿using endo therapy accessories.¿ olympus will continue to monitor field performance for this device.